Manufacturer narrative:
E1 phone number: (B)(4). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to defective expulsor and valves. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The expulsor and valves were replaced and the device passed all testing.

Event description:
It was reported that the device did not pass its conveyor rate test. There was no patient involvement.